Manufacturer narrative:
No probe was returned for evaluation. A device history record review was performed and indicated the product was released based on the product¿s acceptance criteria. The root cause for customer's complaint issue could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A theatre manager reported experiencing two cutters that were faulty and did not work during a procedure. The status of the aspiration was not provided. The product sample was not retained. There was no known harm to the patient. Additional information was requested; however, none has been received to date. This is one of two reports being filed for this facility.